Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler was not able to fire. Once closed and the green button activated to lock on the tissue, the reload released wide open. The correct process was tried several times to see if product would correct itself. Another reload was used to complete the case. There was no patient injury.